Manufacturer narrative:
After the veran representative cleared the procedure plan on the planning laptop and re-planned the procedure, the plan was able to exported onto the usb and successfully uploaded to the tower. No further action is necessary.

Event description:
Veran representative attempted to export the procedure plan from the spin planning workstation onto a usb and import it onto the tower. The plan would not export. The patient was under anesthesia. The procedure was delayed for 20 minutes and then had to be aborted.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not provided in the initial medwatch report and to correct information provided in the initial report (see b3: date of event). D4: laptop software version: 4.3.0. Tower software version 4.3.2. Both are compatible with each other. G3: date received by manufacturer was blank on the initial medwatch report and should have been 09-may-2022. The device was not returned for evaluation, as troubleshooting was performed on-site and the issue was resolved. All of the relevant data for this event was deleted during troubleshooting; as such, determining the cause of the issue was not possible. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.